Event description:
The customer contact reported a nondelivery. On an unspecified date, the device was programmed in the continuous mode to deliver and unspecified concentration of cleocin, at a rate of 3.2ml/hr, with an unspecified vtbi (volume to be infused). No further programming parameters were provided. The delivery was started on 09/12/2006. The therapy was scheduled for completion on 09/16/2006. On 09/14/2006, the homecare patient reported that the device did not deliver any medication; however, the display indicated the device was infusing. The device was removed from clinical service. Therapy was resumed on an unspecified date using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was printed at the manufacturing facility. The pump history indicated that on an unspecified date, the pump was programmed in the continuous only mode to deliver in ml at a delivery rate of 3.2 ml/hr, 5000ml vtbi (volume to be infused), a 5.0ml/hr kvo (keep vein open) rate, 5000ml container size, and air alarm off. In 2006, between 10:38am and 10:42am, the pump was powered on, a using battery alarm occurred, the keypad was unlocked, a rate of 3.2ml/hr was programmed, the infusion was started and stopped, a new container was programmed, the infusion was started and the keypad was locked. At 12:00am, a new date of 09/15/2006 was stamped. Between 08:46am and 09:43am, the infusion was stopped 3 times, there were 2 cassette alarms, the cassette was inserted 3 times, there were 3 distal occlusion alarms, the infusion was stopped twice and a power loss alarm occurred. The history indicated 73.4ml had infused. A review of the history indicates the device delivered as programmed.